Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which no further malfunction codes occurred, and the customer was informed that they could continue using the pump. The caller understood and acknowledged the instructions to call back if any issues recurred.